Manufacturer narrative:
Updated to reflect the information received on 2017-jul-20: patient code (B)(4) added to reflect the report that the patient's symptoms were most consistent with baclofen withdrawal if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider via a manufacturer's business partner on 2017-jul-20. It was reported that the patient began receiving intrathecal gablofen on (B)(6) 2011 at 250 mcg/day. The lot number for the gablofen was unknown. The patient's urinary tract infection, not being themselves, and increased spasticity all began around (B)(6) 2017 and persisted through (B)(6) 2017. The patient was given oral antibiotics for "bacteruria", though the hcp noted that the patient was probably misdiagnosed with uti and that the symptoms were most consistent with baclofen withdrawal in retrospect. Baclofen was not discontinued following the event. The patient was not hospitalized. The patient's medical history was listed as multiple sclerosis with spastic quadriparesis. The hcp also noted that the patient's pump was found in "safe mode" on (B)(6) 2017 after multiple low battery events on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. The patient's concomitant medications were not listed. The patient's birthdate and race were provided. No further complications were reported. Additional information was received from the patient's healthcare provider (hcp) on (B)(6) 2017. It was reported that the cause of the active alarm not being heard was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-aug-02. It was reported that the pump was interrogated and was found to have had multiple motor stalls occurring on (B)(6)2017 in addition to battery reset. There were no environmental, external, or patient factors that were thought to have led to the issue. The pump was replaced on (B)(6)2017 and the issue was considered resolved. It was noted that at the time of the motor stalls, the pump was infusing gablofen (1000mcg/ml at 100mcg/day). The patient's status at the time of report was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis identified a low battery reset had occurred in the field, but could not determine the cause. The pump¿s serial number was included in the potential battery performance population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 2000mcg/ml baclofen at 100mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that at a refill it was noted the pump had an active alarm but the alarm could not be heard. The alarm was for low battery reset. The pump was programmed out of safe state on (B)(6) 2017. It was reported that prior to the reset the patient was at a dose of 250mcg/day but since the reset the healthcare provider restarted the patient at a dose of 100mcg/day. It was stated the pump was being scheduled for replacement. It was reported the patient had increased spasticity and "wasn't themselves." It was stated the patient was diagnosed as having a urinary tract infection and was treated for that. No further complications were anticipated/reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-jul-18 if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jul-18 from the patient's healthcare provider (hcp). It was reported that the cause was not determined. The hcp also reported that it was unclear if the low battery reset had been resolved. There had been no issues or episodes since (B)(6) 2017. However, the hcp reported that the patient's pump replacement was scheduled to occur 1 to 2 weeks from the date of the report. The hcp also noted that the patient's weight was not available to them. No further information was provided.